Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil received in two parts. One coiled (2.5 x 0.2 cm) and the other non coiled (12.0 x less') in an adult female patient who had essure (batch no. 976384- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal infection ("infection type: vaginal"), urinary tract infection ("urinary tract infection"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient was found to have weight increased ("weight gain/loss (specify which one) gain"). In 2015, the patient experienced vitreous floaters ("vision/eye problems type: floaters") and vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems - condition - depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown, the pelvic pain, vaginal infection, urinary tract infection, rash, dysmenorrhoea, dyspareunia, migraine, headache, allergy to metals, vaginal discharge, alopecia and back pain had resolved and the fatigue, depression, vitreous floaters, vision blurred, weight increased and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vitreous floaters and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2012, (B)(6) 2012. Current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Pathology test - on (B)(6) 2017: diagnosis: a. Fallopian tube, left, tubal ligation: benign fallopian tube with complete transection. Medical device consistent with essure coil, grossly identified. B. Fallopian tube, right, tubal ligation: benign fallopian tube with complete transection. Medical device consistent with essure coil, grossly identified. Lot number 976384 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil received in two parts. One coiled (2.5 x 0.2 cm) and the other non coiled (12.0 x less') in a female patient who had essure (batch no. 976384) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain ("pain"), vaginal infection ("infection type: vaginal"), urinary tract infection ("urinary tract infection"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("joint pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient was found to have weight increased ("weight gain/loss (specify which one) gain"). In 2015, the patient experienced vitreous floaters ("vision/eye problems type: floaters") and vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems - condition - depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown, the pelvic pain, vaginal infection, urinary tract infection, rash, dysmenorrhoea, dyspareunia, migraine, headache, allergy to metals, vaginal discharge, alopecia and back pain had resolved and the fatigue, depression, vitreous floaters, vision blurred, weight increased and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vitreous floaters and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2012, (B)(6) 2012. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Pathology test - on (B)(6) 2017: diagnosis: fallopian tube, left, tubal ligation: benign fallopian tube with complete transection. Medical device consistent with essure coil, grossly identified. Fallopian tube, right, tubal ligation: benign fallopian tube with complete transection. Medical device consistent with essure coil, grossly identified. Most recent follow-up information incorporated above includes: on 5-jul-2019: pfs & medical record received: lot no added. Event injury was replaced with pelvic pain. New events - infection type: vaginal; urinary tract, rashes or skin conditions type: rashes, migraines /headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, vision/eye problems type: floaters; blurred vision, weight gain, hair loss, device breakage, back pain and joint pain were added. Severity of event pelvic pain, back pain and joint pain was updated as severe. Outcome of event vaginal infection, urinary tract infection, pelvic pain, rashes, headaches, migraines, nickel allergy, dysmenorrhea (cramping), dyspareunia, vaginal discharge, hair loss was updated as recovered/resolved. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug were added. Case is now incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil received in two parts. One coiled (2.5 x 0.2 cm) and the other non coiled (12.0 x less') in an adult female patient who had essure (batch no: 976384- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2012, the patient experienced pelvic pain ("pain / pelvic pain"), vaginal infection ("infection type: vaginal"), urinary tract infection ("urinary tract infection"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("joint pain"). On (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient was found to have weight increased ("weight gain/loss (specify which one) gain"). In 2015, the patient experienced vitreous floaters ("vision/eye problems type: floaters") and vision blurred ("blurred vision"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems, condition, depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage outcome was unknown, the pelvic pain, vaginal infection, urinary tract infection, rash, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, allergy to metals, vaginal discharge, alopecia and back pain had resolved and the depression, vitreous floaters, vision blurred, weight increased and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vitreous floaters and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: on (B)(6) 2012, on (B)(6) 2012. Current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Pathology test: on (B)(6) 2017: diagnosis: a. Fallopian tube, left, tubal ligation: benign fallopian tube with complete transection. Medical device consistent with essure coil, grossly identified. B. Fallopian tube, right, tubal ligation: benign fallopian tube with complete transection. Medical device consistent with essure coil, grossly identified. Lot number: 976384 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: event device monitoring procedure not performed was added. Event outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil received in two parts. One coiled (2.5 x 0.2 cm) and the other non coiled (12.0 x less') in an adult female patient who had essure (batch no. 976384- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's previously administered products included for an unreported indication: mirena iud. Concurrent conditions included obesity. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain ("pain / pelvic pain"), vaginal infection ("infection type: vaginal"), urinary tract infection ("urinary tract infection"), rash ("rashes or skin conditions type: rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue / still feel tired"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge"), back pain ("back pain") and arthralgia ("joint pain"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In 2013, the patient was found to have weight increased ("weight gain/loss (specify which one) gain"). In 2015, the patient experienced vitreous floaters ("vision/eye problems type: floaters") and vision blurred ("blurred vision"). In (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2017, the patient experienced depression ("psychological or psychiatric problems - condition - depression"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), panic attack ("panic attack"), anxiety ("stopped driving due to anxiety"), paraesthesia ("my head has a tingling sensation n feels empty n light") and head discomfort ("my head has a tingling sensation n feels empty n light"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, panic attack, anxiety, paraesthesia and head discomfort outcome was unknown, the pelvic pain, vaginal infection, urinary tract infection, rash, dysmenorrhoea, dyspareunia, fatigue, migraine, headache, allergy to metals, vaginal discharge, alopecia and back pain had resolved and the depression, vitreous floaters, vision blurred, weight increased and arthralgia had not resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, head discomfort, headache, migraine, panic attack, paraesthesia, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal infection, vision blurred, vitreous floaters and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2012, (B)(6) 2012 current weight 243 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Pathology test - on (B)(6) 2017: diagnosis: a. Fallopian tube, left, tubal ligation: benign fallopian tube with complete transection. Medical device consistent with essure coil, grossly identified. B. Fallopian tube, right, tubal ligation: benign fallopian tube with complete transection. Medical device consistent with essure coil, grossly identified.. Lot number 976384 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events added - panic attack, stopped driving due to anxiety, my head has a tingling sensation n feels empty n light and new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.